Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left circumflex artery. A 2.25mm x 16mm promus element plus stent was advanced but was not able to cross the target lesion despite several attempts. The device was removed and it was found out that the edge of the stent was lifted. The procedure was completed with plain old balloon angioplasty using a different device. No patient complications were reported and the patient's status is good.